Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, subject stent was flushed and delivered to location. After it reached, operator felt resistance while advancement, so they withdrew the stent and found it deployed at tip of microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
B5 executive summary - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B1 malfunction - corrected - no malfunction. H1 type of reportable event - corrected - no malfunction. H6 device code grid - updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, subject stent was flushed and delivered to location. After it reached, operator felt resistance while advancement, so they withdrew the stent and found it deployed at tip of microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event. Update: based on additional information received from gfe response on 07-jan-2025, it is clarified that there was resistance when the subject stent was transferred through the hub of microcatheter and subject stent deployed prematurely during transfer.

Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, subject stent was flushed and delivered to location. After it reached, operator felt resistance while advancement, so they withdrew the stent and found it deployed at tip of microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event. Update: based on additional information received from gfe response on 07-jan-2025, it is clarified that there was resistance when the subject stent was transferred through the hub of microcatheter and subject stent deployed prematurely during transfer.

Manufacturer narrative:
B1 malfunction - corrected - malfunction. H3 device evaluated by mfg ¿updated. H1 type of reportable event - corrected - malfunction. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent delivery wire (sdw) was found to be kinked/bent, and stent was found to be deformed. The stent was returned within a microcatheter, and it was recovered during microcatheter investigation. The stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during transfer' was not confirmed during visual analysis as the stent was returned partially deployed inside the lumen of the microcatheter. The second as reported code 'stent difficult/unable to transfer' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'checked and flushed a 3*15 stent and after it reached the location the operator felt resistance was encountered when advancing the stent to go into microcatheter. Withdrew the stent and found it deployed at tip of microcatheter'. In the follow-up good-faith efforts (gfe) responses it was clarified that the resistance occurred in the hub and the stent deployed during transfer. The stent was returned for analysis deployed inside the hub of an microcatheter with the distal part of the stent inside the proximal lumen of the microcatheter. Once removed, the stent was noted to be deformed along its length. The stent delivery wire (sdw) was also returned and was kinked/bent. The introducer sheath was not returned for analysis. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and very often to the sdw as well. Upon realizing this through increased resistance, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space. This is one possible explanation to explain the event description and analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent difficult / unable to transfer' and 'stent deployed prematurely during transfer' and 'as analyzed' codes stent deployed prematurely during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.